Event description:
Right pulmonary isolation/ablation performed via transeptal approach. Air embolism introduced and visualized under fluoroscopy in left ventricle. ECG - st elevation and left sided weakness presented. Selective coronary arteriogram performed. Patient taken directly to hyperbaric chamber. The introducer used to straighten the tip of the catheter and assist with the catheter insertion into sheath may have contributed to introduction air. Inspection of the device demonstrates the proximal portion of the introducer is much larger than the catheter, therefore, making it plausible that air could have been introduced.